Event description:
It was reported that the device exhibited far p-wave and myopotential oversensing on the ventricular channel, intermittent loss of capture on the ventricular channel, and noise on the atrial channel resulting in inappropriate auto mode switching. The patient reported feeling generally unwell. The device was reprogrammed and the patient will be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).